Manufacturer narrative:
No report of patient involvement. Unique device identifier (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The internal connecting tubing was re-routed to resolve the issue.

Event description:
The hospital reported that, the suction is not strong enough. There was no reported patient involvement.